Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device had not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). Following additional high-level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. The results of the additional microbiological tests were as follows: the biopsy channel: brevundimonas vesicularis (10cfu/100ml). The suction channel: brevundimonas vesicularis (3cfu/100ml). The air/water channel: none(<1cfu/100ml). The auxiliary channel: none(<1cfu/100ml). Total of the endoscope:4cfu/100ml. The testing result cleared french guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that during a routine surveillance culturing test by the facility this device tested positive for unspecified bacteria (6 cfu/100ml). The facility had reprocessed the subject device using peracetic acid. There was no report of patient infection associated with this report. The customer reported that they followed instruction manual/french regulations and the subject device was reprocessed according to the instruction of manufacturer.